Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The bladder rupture occurred during filling the device at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from august 5, 2019 - august 6, 2019. The actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder has been ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem; no signs of abnormality were found. The reported condition was verified. The exact cause of the condition could not be determined, however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.